Event description:
Clinical study. Same case as 6000089-2006-00927, 6000093-2006-00928. It was reported that three hundred sixteen days after a coronary artery drug eluting stenting procedure the pt expired. Lesion 1 was a 3.0mm, 90% stenosed, 17.0mm long portion of the mid right coronary artery (mid rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 3.00x20mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 80% stenosed, 16mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus target lesion. Lesion 3 was a 2.5mm, 90% stenosed, 15mm long portion of the right posterior descending artery (r-pda). The physician treated the lesion with predilatation and successful placement of a taxus express2 8.8% 2.50x20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Three hundred and three hundred sixteen days after the initial procedure, the pt expired. There was no autopsy. The pt was awaiting a kidney transplant at the time of death. It is unk if the target vessel was involved.